Event description:
It was reported the device was used during a wedge resection (lung) procedure. It was reported by the affiliate that the device would not cut the tissue. There was no pt consequence.